Event description:
The hcp reported that patient was experiencing no pain relief and that puffiness was noted in the left flank by the previous revision. The catheter was explanted and replaced and returned to the manufacturer for analysis. "Appears questionable suture too tight around connector-caused perforation - hole." A follow up report will be sent when additional information is received.